Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range.it was reported that the bg specific value displayed high but was unknown. The customer did not do anything to address the bg level. Third party assistance was not needed to address the bg level.reportedly a new cartridge was loaded, and insulin delivery was resumed however the altitude alarm recurred after 2 hours. The customer reverted to an alternate method for insulin therapy. Cts will replace the pump.